Event description:
It was reported the patient presented to clinic after receiving a patient notifier for out of range impedance. Upon interrogation, the right ventricular lead exhibited high impedance. No intervention was performed. The patient was stable before, during and after the interrogation and would continue to be monitored.